Event description:
It was reported that a company representative delivered the new tablet to the physician. The faulty tablet has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's tablet would not power on. It was noted that the tablet had been charged for 24 hours before it was found that it would not power on. A company representative attempted to use a different power cord however the tablet would still not power on and the neither the battery light nor the power light did not turn on. No patient's were affected by the physician's tablet not turning on because the company representative's programming system was used instead. A replacement tablet was ordered for the physician however it has not been delivered to date. The suspect tablet has not been received to date.

Event description:
The suspect tablet and ac power adapter were received and underwent product analysis. In product analysis the tablet was powered on using the returned ac adapter and no anomalies were observed during visual analysis. The power light on the tablet turned green which indicated that the main battery was fully charged. The tablet then booted normally to the vns welcome screen. A virus scan was performed and no anomalies were observed. The tablet was then powered on for more than an hour while it was used to perform interrogations and diagnostic testing. After the hour it was observed that 86% of the tablet's battery remained. The product analysis lab confirmed that the tablet performed to functional specification.